Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The call center advised the caller to continue using the pump after confirming that the malfunction cleared and recommended a software update to address the issue, as the pump was an older version. The caller was advised to call back if the problem returned, and no further action was required at that time.